Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report nos: 2015691-2021-06162 and 2015691-2021-06170. Citation: mohamed, tahir I., et al. ''Transcatheter mitral valve-in-valve implantation for failed bioprosthesis.'' Turk kardiyol dern ars 49.1 (2021): 22-28. The implanted valve model and size is unknown. Possible valve used - edwards sapien transcatheter heart valve - PMA p110021, edwards sapien xt transcatheter heart valve - PMA p130009, or edwards sapien 3 transcatheter heart valve - PMA p140031. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon valvuloplasty, deployment of the prosthetic valve, and the overall transcatheter valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after transcatheter valve replacement are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Pre-existing heart block is common in patients undergoing transcatheter valve replacement or surgical valve replacement and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the heart block is unknown but may be due to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards (B)(6) affiliate, review of the medical article, ''transcatheter mitral valve-in-valve implantation for failed bioprosthesis'' was performed. After transapical transcatheter mitral viv implantation for a failed bioprosthesis with a sapien, sapien xt or a sapien 3 valve one patient needed a new permanent pacemaker implantation.